Event description:
Boston scientific received information that this patient was traveling away from home and went to the hospital for an unknown reason to have their device checked. A non boston scientific field representative checked the device and found low right ventricular (rv) lead shock impedance measurements and transferred the patient to another area hospital. Upon arrival at the second hospital the patient's rv lead was checked and the patient was subjected to non-invasive programmed stimulation (nips) and found that the shock impedance measured in the thirties. The patient was then released from the hospital because nothing could be found wrong with their device and rv lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.